Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-00269.

Event description:
It was reported a patient underwent a left hip revision approximately eight years post-implantation due to pain and changed position of femoral component. The acetabular cup and resurfacing head were revised.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The bearing surfaces show extensive scratching that could have been formed from a third body on both the femoral head and acetabular shell. It is not possible to determine the source of these scratches however it may be possible that debris such as cement, metallic particles or bone may have contributed. Radiographs appear to show that the femoral resurfacing head had moved from its initial implant position, possibly indicating that it was loose. A loose component is likely to be the source of the observed pain and may have been the source of the third bodies that had affected the implant surface. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.